Event description:
It was reported that during prep a hole was observed on the pta balloon. The catheter had been flushed but was not used on a pt. Another balloon was used to perform the procedure.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history record have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for a partial circumferential shaft break at the proximal balloon glue joint. The investigation is inconclusive for hole in material as the shaft break was likely perceived by the user as a hole in the catheter. The root cause could not be determined based upon available info. It is unknown whether procedural issues contributed to the event. Section a through d: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.